Manufacturer narrative:
The lens was returned inside a specimen cup placed inside a clear plastic bag. Solution was dried on the lens. The optic is torn/cut into two portions. One optic portion has scratches. All product and batch history records are quality reviewed prior to product release. The customer indicated that a qualified cartridge and handpiece were used. A non-qualified viscoelastic was used. The used lens was scratched. The lens was in two pieces, similar to damage during a removal from the eye. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Investigation has been completed based on current information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure a lens was inserted and removed from the eye due to a scratch noted on the iol. There was no reported harm. Additional information was requested.